Event description:
It was reported that during a coronary stent procedure, the stent stripped off the balloon in the coronary artery. Subsequently successfully deployed in coronary artery without event.